Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted the patient had an enlarge atrium and large mitral valve. An xtw clip was inserted, but while grasping, the clip interacted with chordae. The clip was successfully removed from chordae and deployed on the mitral valve. However, after deployment, the clip partially detached from the posterior leaflet. To stabilize the clip, an additional clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning (anatomy), associated with the clip interaction with chordae, was due to procedural circumstances during leaflet grasping. A cause of the reported migration (partial clip movement), associated with a portion of the posterior leaflet slipping out from the clip, could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning (anatomy), associated with the clip interaction with chordae, was due to procedural circumstances during leaflet grasping. A cause of the reported migration (partial clip movement), associated with a portion of the posterior leaflet slipping out from the clip, could not be determined. Additionally, the reported single leaflet device attachment per the physician is related to patient conditions (enlarged atrium). Additionally, the reported mitral valve insufficiency/regurgitation resulting in dyspnea and fatigue appears to be due to the slda. Mitral regurgitation, dyspnea and fatigue are known possible complications associated with mitraclip procedures. Unexpected medical interventions and hospitalizations were a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted the patient had an enlarge atrium and large mitral valve. An xtw clip was inserted, but while grasping, the clip interacted with chordae. The clip was successfully removed from chordae and deployed on the mitral valve. However, after deployment, the clip partially detached from the posterior leaflet. To stabilize the clip, an additional clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided. On (B)(6) 2025 the patient returned to the hospital with shortness of breath, fatigue and recurrent mr. It was found that the previously migrated clip had detached from the posterior leaflet. On (B)(6) 2025 a re-do procedure was performed to stabilize the slda clip. Two clips were implanted, successfully decreasing mr from grade 4 to a final grade of 1-2.